Manufacturer narrative:
Philips service replaced the pcu and performed troubleshooting steps. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that pcu mains relay and geometry communication failures occurred on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.